Event description:
It was reported by customer that during use the transray plus 40cc (iab) had fiber optic sensor failure. No harm reported.

Manufacturer narrative:
Due to character limitation e1 (event site name): (B)(6) center. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9 device available for evaluation and return to manufacture date, g3, g6, h2, h3, h11. Corrected field: h6 (medical device problem code, type of investigation, investigation findings). The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender and pressure tubing were also returned. The optical fiber was found to be broken within the membrane approximately 3.8cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields: b4, d8, d10, g3, g6, h2, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. Corrected field: d4 UDI number, h6 (medical device problem). Iab - alarm, fiber optic sensor failure. The device in question (trp4046) was used alongside pci treatment according to standard procedures, with csave providing power. Following a successful pci, the patient was moved to the ICU while the iabp remained active. At that point, the arterial pressure signal¿previously functioning without issue¿was lost from the optical sensor. Attempts to restore the signal by disconnecting and reconnecting the sensor connector were unsuccessful. The user was asked to collect the device later for further analysis.

Event description:
N/a